Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data from the device showed that on (B)(6)-2010, the device recorded a write to locked ram por (power on reset).

Event description:
It was reported that the patient heard the device alarrm and there was a power on reset. The device remains in use. No patient complications have been reported as a result of this event.